Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The data presented a rotational sensor error, causing the priming sequence to complete earlier than expected. The device was reset and rerun. The rerun data presented no anomalies. Contamination was observed on the commutator cap, but it cannot be conclusively determined that this contamination caused the rotational sensor error. The cause of rotational sensor error that resulted in the device's failure to deploy could not be determined.